Manufacturer narrative:
Device evaluated by MFR: analysis of the returned device revealed the spring tip had fractured. The location of the fracture was 3.5cm from the proximal braze and included both the core wire and the spring. Approximately 1cm of the wire had detached, including the ball weld, and was not returned. Kinks were noted on the distal end at 5mm and 7cm from the fracture and at 6, 15, 17 and 21 from the proximal end. Outer diameter (od) measurements were found to be within specification. Sem lab analysis indicated the spring coil sample fractured in a torsional overload direction that resulted from a reduction in the cross-sectional area of the wire due to being pinched when unraveled or elongated. The core wire fractured as a result of a torsional overload. No other material anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a percutaneous transluminal angioplasty treatment procedure, the spring tip of the guide wire unraveled. Vascular access was obtained via the left femoral artery. After successful treatment of the left fibular artery, the physician decided to recannulize the 100% stenosed and severely calcified mid left posterior tibialis artery. The concentrically shaped de novo lesion was 8cm in length and 2.5mm in diameter. Resistance was noted while advancing the 014/300/sst platinum plus guide wire and it was unable to cross the lesion. The wire was removed from the patient with some resistance and it was noted the spring tip of the platinum plus guide wire had unraveled. The physician determined there was enough flow from the fibular artery to "heal the ulcera" and the procedure was ended. There were no patient complications reported and the patient's status is stable. However, device analysis revealed the tip of the guide wire had fractured.